Event description:
It was reported that during a da vinci si surgical procedure the monopolar cautery instrument hit another instrument and scratched the shaft so it was worn off. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the black tube insulation was damaged at the distal end. The insulation was gouged on one side and had a .115 x .070 piece missing roughly .475 above the snake wrist. The distal end also exhibited various sections with lifted up insulation. Engineering also observed the instrument flush tube was kinked inside the housing in the backend. The kinks occurred distal to the gimbal plate. The kinks restricted fluid flow, preventing proper flushing of instrument. Engineering also found the main tube had a slight bend roughly 3.5 above the snake wrist. The distal end wobbled when the tube was rotated. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.